Event description:
A consumer reported receiving what they perceived to be a result of 37.7 mmol/l on precision xtra blood glucose monitor. The actual result obtained was 377 mg/dl. The misinterpertation of the value may have resulted in the consumer mistreating with insulin.